Manufacturer narrative:
Medwatch sent to FDA on 9/26/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of vascular occlusion, infection and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: ¿injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days¿ duration.¿ precautions: ¿as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed.¿ adverse events: ¿the most common injection-site responses for juvéderm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.¿ post-market surveillance: ¿the following adverse events were received from postmarket surveillance for juvéderm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache.¿ ¿inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess.¿ ¿necrosis has mostly been reported after treatment in the forehead or glabellar region and associated with a vascular event, skin discoloration, blister, pain, scar, or infection. Time to onset ranged from 1 to 3 days post juvéderm ultra plus injection, and outcome ranged from resolved with little to no residual effects to scarring at the treatment site. Interventions prescribed by the physicians included topical steroidal cream, antibacterial ointment or cream, nitropaste, oral steroids, aspirin, and oral or injectable antibiotics. Additional treatments noted were injectable hyaluronidase, laser resurfacing, tissue debridement, and surgical scar revision.¿ ¿additionally there have been reports of nodules, infection, and inflammation.¿ ¿the onset of infection generally varied from immediate to 1 month post-injection. The treatment prescribed included antibiotics, pain killers, and antibacterial drugs.¿ ¿the onset of inflammation generally varied from the day of treatment to 1 day post-injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days.¿

Event description:
Patient reported that after injection, on the side of the nose, with juvederm, type unknown, the patient stated that it stung and hurt, became red and swollen and the redness eventually spread out and "butterflied". It was hot and painful and continued to get worse. The patient contact the injector the next day and informed them they maybe having a vascular occlusion. The doctor indicated that it was not, and said that it was safe to board a flight for a five week trip. The patient thereafter was diagnosed with an infection and given antibiotics and steroids. The patient stated that the symptoms continued to get worse, and called the office two days later and sent in a picture. At that time the doctor diagnosed vascular occlusion. No other information was provided including if symptoms were ongoing.